Event description:
It was reported the device had early eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device reached eri on (B) (6) 2009 approximately 51 months after implant. The voltage decline over the (b) (46) 2009 timeframe is not associated with any obvious event(s).